Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('endometrial ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), experienced rash pruritic ("stomach rash / it hurts and itcheslbad itches"), rash ("stomach rash / it hurts and itches"), headache ("throbbing pain in head"), urinary retention ("trouble holding bladder"), pelvic pain ("extreme stabbing pain "), herpes zoster ("shingles/has moved up my arm just above my wrist"), dyshidrotic eczema ("dyshidrotic eczema"), adnexa uteri pain ("stabbing pain in ovary"), cough ("cough") and tearfulness ("ready to cry") and was found to have weight increased ("gain weight"). At the time of the report, the endometrial ablation, rash pruritic, rash, headache, urinary retention, pelvic pain, herpes zoster, dyshidrotic eczema, adnexa uteri pain, cough, tearfulness and weight increased outcome was unknown. The reporter considered adnexa uteri pain, cough, dyshidrotic eczema, endometrial ablation, headache, herpes zoster, pelvic pain, rash, rash pruritic, tearfulness, urinary retention and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in social media : rash pruritic, rash, throbbing pain in head and urinary retention, dyshidrotic eczema, tearfulness, cough, adnexa uteri pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. New event weight gain was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.